Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 7.0 mmol/l at the time of incident. The customer stated that the insulin pump was able to complete rewind but the customer called back and stated that the motor error alarm recurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be replaced and will be returned for analysis.